Event description:
It was reported that the ptca/stent procedure was to treat a cto lesion located in the distal lad. After pre-dilating the lesion was a smaller balloon, the 2.5 x 20 balloon catheter was advanced over the guide wire. However, the balloon catheter stuck on the proximal portion of the guide wire, before the rhv. The balloon catheter would not move at all, so it was pulled strongly and the tip separated. The tip remained on the guide wire. The procedure was completed with another balloon catheter and a stent. Reportedly, there was no pt injury.